Event description:
Customer stated that (378231 - bvi, safety knife sideport 20g bx/10) had a retracted shield. There was no patient involvement or injury to patient or user. (3 of 4).

Manufacturer narrative:
The UDI number and the following sections were updated :type of investigationinvestigation findingsinvestigation conclusion3 of 4